Event description:
(B)(4). Same case as 2134265-2009-06048. It was reported that during a coronary artery stenting treatment procedure, heart failure and death occurred. Two lesions identified in one diseased vessel were treated. Target lesion #1 was located in the lm (left main) artery. The target vessel reference diameter was 3.5mm and the lesion was 10mm. Pre-procedure was 100%. Post procedure was 10% stenosis. A3.5x24mm liberte stent was implanted. Target lesion #2 was located in the left anterior descending artery (lad). The target vessel reference diameter was 3mm and the lesion length was 18mm. Pre-procedure stenosis was 100%. Post-procedure was 10% stenosis. A 3.0x20mm liberte stent was implanted. No information if direct stenting was attempted. Additional procedure was performed of iabp due to heart failure. The procedure was a technical success. Patient was discharged thirteen days later without anginal complaints or silent ischemia. No discharge medication list provided. On the day of discharge the patient experienced sudden cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4). Device not returned for analysis.